Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone se 2nd gen / 2.9.1 / ios 26.1.

Event description:
It was reported that "pump is having issues around the charging port. Charging port is not reading the cord as well, patient has to play with it to secure a connection". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.